Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
The product was not returned for investigation and the reported failure mode was not confirmed. Alleged failure: probe tip broken. Probable root cause: non-conforming component, poor assembly process, misuse. Use error. The reported failure mode will be monitored for future reoccurrence. H3 other text : 81.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.